Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported being injected with 6 ml of juvéderm® voluma® with lidocaine in the chin, jaw, and midface. The patient presented a painful red lump at the side of nose. The blood supply was normal. Healthcare professional (hcp) reported that the symptoms began 7 days after the injection. The patient first presented a ¿pea-sized mild-mod tender lump¿ on the left upper nasolabial fold. The tenderness and swelling improved over the next two days. The hcp saw the patient on the following day. At that time, the lump was a small intra-dermal non-tender thickening, less than pea-sized, resembling a resolving blind pimple, blocked hair follicle, or ¿dermal infection?¿. Non-fluctuant, yet a little persisting surface discoloration. The hcp didn¿t think it was linked to the filler. The hcp gave the patient a keflex® script in case it flared up, but the hcp would like to know if it does. Otherwise, the hcp and the patient are ¿happy to watch it as it continues to settle by itself¿. The lump was not bothering the patient and was starting to resolve. 8 days later the patient described to the hcp by phone that the small lump remains pretty much the same since the last review. Non-tender, no pus, residual slight dermal thickening. Symptoms are ongoing.